Event description:
The customer received a blood glucose reading of 166 mg/dl from his contour and a reading of 392 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product replaced. Customer has no strips left to return for evaluation.